Event description:
It was reported that the patient with this electrode was admitted to the hospital with shock impedance above 400 ohms. The device was programmed off and technical services (ts) was consulted. Ts confirmed recent impedance has been intermittently high and x-ray imaging is suggestive of a conductor fracture/damage. As such, electrode replacement was recommended. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray inspection was performed and found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this electrode was admitted to the hospital with shock impedance above 400 ohms. The device was programmed off and technical services (ts) was consulted. Ts confirmed recent impedance has been intermittently high and x-ray imaging is suggestive of a conductor fracture/damage. As such, electrode replacement was recommended. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this electrode was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that the patient with this electrode was admitted to the hospital with shock impedance above 400 ohms. The device was programmed off and technical services (ts) was consulted. Ts confirmed recent impedance has been intermittently high and x-ray imaging is suggestive of a conductor fracture/damage. As such, electrode replacement was recommended. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.